Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The generator would flush high flow with no issue, then would not go to slow flow and the case was cancelled. When manually programmed to slow flow, the generator would run for a couple of seconds and then shut off. The generator would not let you proceed past this message to start a procedure and the case was cancelled.

Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was received for analysis. No accessories or original packaging were available for inspection. Visual inspection revealed no anomalies. Ac power was applied to the rf generator and a successful power on self-test was executed. The anticipated screen display was observed which displayed the standard system default values for this software version. Functional tested revealed an informational message to turn off manual radio frequency prior to proceeding, which confirms the reported event. Inspection of the printed circuit assemblies revealed multiple boards which were partially dislodged from the mid-plane, or mother board. Reseating all circuit boards restored normal functionality to the system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the reported event has been isolated to multiple circuit boards becoming dislodged from the midplane, or mother board. The event which resulted in the boards becoming dislodged remains unknown.